Event description:
It was reported that a device displayed a system error 105 alarm. It was also reported that this device was not associated with any patient incidents.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.